Event description:
Patient developed pain in knee and grating sound. At operation, the polyethylene part of the patella component was found to be cracked and in pieces. The 7mm tibial insert appeared to be worn and slightly delaminated. An all plastic modular patella button was cemented in and a neutral 7mm tibial insert was replaced onto the existing baseplatedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.